Event description:
Discrepant advia centaur (B) (6) and (B) (6) results were obtained on several pt samples. The results were reported to the physician(s). The sample were subsequently repeated after a service call and corrected results were reported. There was no known pt intervention or report of adverse health consequences due to the discrepant (B) (6) and (B) (6) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant results was a cracked wash 1 tubing. The tubing was replaced. The instrument is performing within specifications. No further evaluation of the device is required.